Event description:
It was initially reported the patient's device experienced a motor stall and recovery following an MRI. It was later reported by the patient's health care provider that the patient's catheter was revised. The symptoms associated with the event were "refractory spasticity." It was stated a catheter dye study was performed. The issue with the catheter was reported as "unknown." The location of the catheter issue was reported as "unknown." The drug in the pump was reported as lioresal, with a concentration of 2000 mg. The patient recovered without sequela. If additional information becomes available, a follow-up report will be sent.